Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had drive count error boundaries exceeded after movement. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting for auto mode readiness. Customer declined to troubleshoot for pump error. The insulin pump will not be returned for analysis.